Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a low anterior resection, they can not close the jaw when the surgeon was testing. They changed to a different manufacturer's product to complete the case. There was no patient involvement.